Event description:
It was reported that the first clip was not loaded into the jaws properly during an operation. Then, according to the user, the applier seemed to get locked. Therefore, a new unit was used instead. It is unknown whether the clip fell/remained in the patient so far.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of 288 pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed by engaging the trigger using hand pressure. Upon engagement of the trigger, the first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. Another attempt was made, but the next clip was unable to attach to the tubing since the jaws were misaligned. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent in the same direction. The bottom jaw was more severely bent. The sample was returned with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip not loading properly" was confirmed based upon the sample received. Upon functional inspection, it was found that both jaws were bent in the same direction which indicates that there was a significant side load applied to the jaws that caused them to bend. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip was not loaded into the jaws properly during an operation. Then, according to the user, the applier seemed to get locked. Therefore, a new unit was used instead. It is unknown whether the clip fell/remained in the patient so far.